Event description:
A caller reported experiencing cgm error 42 with their g7 sensor. There was no adverse impact to the customer's blood glucose level. Technical support provided the caller with information to reset the pump, guiding them through the process, and the issue was resolved as the pump did not display the cgm error code again. Additionally, the caller successfully started their sensor session.